Event description:
It was reported that there was a sudden drop in battery voltage, and the device was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): nominal current drain was observed throughout long-term testing at body temperature. The analysis was terminated due to the inability in establishing an abnormal current drain. Upon further analysis of the battery cell, there was an opening in the anode separator enclosure and lithium material near the cathode tab.